Manufacturer narrative:
(B)(4): evaluation results: visual inspection of the returned product showed the lens was split in half and a haptic was torn off with a piece of optic and missing. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
It was reported that the surgeon inserted an aq2015a three piece silicone lens and the lens tore upon insertion. The lens was removed and an anterior lens was placed in the injector. Additional info was requested but not yet received. If any additional data is received, a supplemental medwatch form will be submitted.